Event description:
The customer called and reported his insulin pump was not delivering insulin. During troubleshooting, the issue was resolved by changing out the reservoir, indicating a reservoir occlusion. Customer's blood glucose was 190 mg/dl. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.